Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented with pacing inhibition and electrogram anomaly on the pacemaker. Upon review of transmission, it was suspected that there was telemetry interference that have caused the issue. No intervention was performed. There were no patient consequences.